Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the instrument was being removed the tip cover came off in the trocar. Another tip was a replacement intra-op and during installation it was discovered to have a slit in the tip so a third tip was then opened and used with no incident. The procedure was completed with no reported injury.